Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
New information received notes that on november 17th, 2017 the device was explanted. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a device change out the patient slowly developed an infection and was noted that the pocket was red and swollen. At a later follow-up, the pocket was cleaned. On (B)(6) 2017, the patient presented to the clinic for follow-up, it was noted that the wound was healing nicely. However, the patient later returned for follow-up and antibiotics were prescribed to the patient as the infection was returned. It was noted that the implantable cardioverter defibrillator would be replaced if the antibiotics did not resolve the infection.